Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No device malfunction identified in accordance with 21cfr 803.3, section 2.14. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Device was discarded by the facility.

Event description:
It was reported that during a meniscus repair the first implant from a speed cinch, ar-4502, lot 10048686, fully engaged; the second implant never seated and pulled out with the driver. The first implant remained in the patient. The surgeon tried two additional ar-4502 from the same lot and neither implants deployed from these two speed cinches. The case was completed using another manufacturer's product.